Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The field representative was onsite when this issue was reported, he confirmed that the system batteries had low voltage and needed to be replaced. The site refused to replace the batteries for the time being and wanted to wait until their next planned maintenance. The field representative explained the risks of waiting until then but the site insisted due to lack of budget. No parts were replaced or returned as a result.

Event description:
A medtronic representative reported that the imaging system's battery voltage was low. There was no patient present when this issue was identified.